Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and found the trigger was disengaged; therefore, the unit could not be tested for functionality. The unit was disassembled and engineering found internal damage to the trigger post. The root cause of the damage is unknown since the unit was locked out.

Event description:
Lap chole- "clips fired out of clipper would not close/clamp vessel. Dr. (B)(6) was physician. Nurse reported, loomis, operating room (B)(6). Need more information contact: (B)(6) or (B)(6), operating room (B)(6)." Patient status: possible bleeding.